Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 94.5cm was returned returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the operating room for a lead extraction due to previously observed lead noise on both atrial (competitor lead) and ventricular lead. Prior to the procedure, noise on atrial lead was noted but no noise on rv lead and previous egms had been cleared. The rv lead was imaged prior to the procedure and externalized conductor was noted. The leads were calcified and difficult to extract. During the lead extraction procedure, the svc was torn and the patient expired. It was not possible to say which lead was being extracted at the time of the injury.